Event description:
The lay user/pt called lifescan (lfs) in 2005 and alleged that his meter was reading inaccurately high. A pt reported blood glucose results of 22.0 mmol/l with a lifescan meter and 16.0 mmol/l on a laboratory device, performed within 10 mins of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The test strips were in good condition, codes matched, and the technique for applying the blood to the test strip was correct. The control solution was expired. During troubleshooting, the meter was prompting an error 1 message. The error 1 issue was not resolved. A replacement meter has been sent to the pt.